Manufacturer narrative:
The device will not be returned to the MFR for eval. The lot number was not provided, so the device history record cannot be reviewed. If add'l info is rec'd regarding this device, a f/u report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure. The non-sterile battery did not fall out of the housing. The housing was closed and the procedure was completed with this device. There are no allegations of adverse consequences associated with this event.